Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, an electrical leakage from the super turbovac 90 may have occurred through the patient causing a second degree burn. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Health effect - clinical code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the provided image appears to show skin damage which is likely partial thickness of varying degrees with irregular margins along with the appearance of possible drips and pooling and described by customer as a second-degree burn. Indentation demarcations indicate the forearm has been wrapped in a dressing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided a definitive clinical root cause of the reported events could not be concluded; however, a user/procedural variance cannot be ruled out a as a potential contributing factor as successful surgery is largely dependent upon factors under the user¿s control. Although the photo image does appear to show skin damage/partial thickness burn with irregular margins along with the appearance of possible drips and pooling, it cannot be concluded that the injury resulted from escaped heated conductive fluid or the suspected ¿electrical leakage¿ between patient and o.r. Table accessory contact. Additionally, pooled antiseptic has been identified as an intraoperative risk factor which reduces conductivity resistance. The device instructions for use includes specific warnings regarding thermal/tissue injury due to contact with heated conductive medium, metal objects while activating wand and/or patient contact with grounded metal objects. A device malperformance is not supported within the complaint information. The patient impact includes the partial-thickness thermal injury to the right forearm, likely along with a forearm dressing based on indentation demarcations noted in the photo. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include contact with metal objects while activating the wand, or patient contact with grounded metal objects. No containment or corrective actions are recommended at this time.